Event description:
(B)(4). Severe pain in area of implants, severe pain in lower back to the point it was difficult to stand or sit, changes in bowel habits from lose to constipation, changes in digestion abilities, hives, heavy periods, migranes, acne, weight gain, depression, anxiety, onset of fibroids, and lab data shows a coil was some how broken into 2 while inside my body and that irritation occured in my tubes.